Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the device cut a small vessel as opposed to occluding it. The patient had to come back to theatre after the procedure.received the following information on 3/9/2010:no mention that there was any blood transfusion. Patient had a hematoma. Requested information on 3/12/2010, 3/24/2010 and 3/29/2010 but no response has been received.